Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 9mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that the patient presented emergently with back pain. It was discovered that the patient¿s right iliac artery became ectatic and dilated causing the seal to be compromised and a type ib endoleak was present. The physician performed an intervention where the right internal iliac artery was coiled and an iliac limb was placed to the external iliac. The endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).